Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two 3mm match fluted transnasal burs broke during surgery. There were no fragments or any procedures necessary to remove any fragments. The doctor was able to continue and successfully complete the case. This is the only information provided and there was also no report of patient impact or injury as a result of this event.

Manufacturer narrative:
Concomitant: (1) 3mm match fluted transnasal bur (tn30mfl); lot: 020866172; date of manufacture: unknown (invalid lot#); 510k: k081277. (B)(4): in response to medtronic¿s request for device return, no device was received for evaluation¿as it was discarded by the facility. Method: no testing methods performed. (B)(4)